Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74 year old male was supported with an impella device for the indication of acute myocardial infarction with cardiogenic shock. The patient's pre support clinical condition was consistent with scai shock stage e. The impella was implanted via the right femoral artery using a percutaneous approach on (B)(6) 2026 at 11:45 am and was explanted on (B)(6) 2026 at 1:46 pm. Following explant, clot was observed on the pigtail portion of the catheter. There were no allegations against the impella device, and the device was not removed due to any device related failure mode. The reported finding of thrombus/biomaterial was noted, but no patient injury occurred, and no harm was reported. The patient survived to explant. The reported failure mode was categorized as thrombosis; however, the event did not involve device malfunction, and there were no identified contributing factors.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported thrombosis could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.